Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported display defective. Spots (blotches) on the display that make it increasingly difficult to take a reading from it. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During testing the unit was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The display has defects/damage across the lcd, however, the defects are small and do not impact legibility of measurement values.